Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose level was 229 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was resumed.